Event description:
It was reported that the patient experienced scrotal pain and dissatisfaction with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a malleable penile prosthesis (mpp) was implanted. Patient was reported to be doing good, and no further complications were noted. It was later noted that there was no device malfunction and that the procedure was patient's choice. According to the new information the case fails to meet complaint criteria. Product investigation was completed. Returned device was analyzed and a leak was found in the body of the device due to damage from a sharp object that occurred during the explant procedure. The pump failed activation test, therefore a device failure was found. No more information available at the moment. Should additional information become available, it will be provided.